Manufacturer narrative:
The related condition is typically caused by applying excessive force while grasping and manipulating suture and tissue or applying excessive leveraging forces. Confirmed the knee scorpion moving jaw heat treat reading to be within hardness specification. Device history record review revealed nothing relevant to this event. Broken knee scorpion moving jaw was not returned along with complaint device. Function test could not be performed due to the related condition.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the ar-12990 knee scorpion broke while deploying suture during a root repair. The rep reported the fragments were fully removed and an unplanned incision was made. The case was completed by using a labral scorpion.